Manufacturer narrative:
The patient required revascularization of the target lesion and vessel. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. The drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon; paclitaxel drug, 4.7 mg; therapy date: (B)(6) 2015. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 15a2961202. Expiration date: 08/05/2015. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the u.s. Study name- (B)(6): patient ID # (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 180 mm, 100% stenotic de novo lesion of the left mid sfa. The lesion was predilated using a 5 x 150 mm pta balloon and inflated to 4 atm, resulting in a residual 20% stenosis. Next, a 6 x 120 mm stellarex balloon was inflated to 8 atm for 5 minutes, resulting in a residual 100% stenosis. Then, another 6 x 120 mm stellarex balloon was inflated to 8 atm for 4:05 minutes, resulting in a residual 100% stenosis. After balloon inflation, there was still poor flow distally, thus a 6 x 200 mm stent and a 6 x 60 mm stent were placed in the left mid sfa. Repeated angiography showed that there still remained a poor flow through the left sfa, thus a 4 x 80 mm pta balloon was used for prolonged inflation. Then, a 5.5 x 60 mm stent was placed overlapping the previous stent in the distal portion of the left sfa. The lesion was post dilated with a 4 x 80 mm pta balloon and inflated to 5 atm. Final angiography showed good flow with brisk run off. The patient was discharged per plan. On (B)(6) 2017, the patient underwent revascularization of the target vessel and lesion. The patient was treated with a pta and laser. The procedure was unsuccessful because they were unable to get through the left femoral popliteal. On (B)(6) 2017, the patient underwent an additional revascularization of the 100% restenotic target vessel and lesion, resulting in a final residual 10% stenosis. The patient was discharged the following day. The physician indicated the adverse event is not related to the study device or procedure.